Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an elevated blood glucose (bg) level and trace ketones; bg value not provided. Reportedly, the customer suspected that the continuous glucose monitor sensor reading was inaccurate resulting in the elevated bg; however, this could not be confirmed. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.